Event description:
Patient reported receiving elevated blood glucose levels. Patient reported blood glucose readings around 20 mmol/l (360 mg/dl) during the incident. Patient stated after changing to the backup infusion device the elevated blood glucose levels returned to the normal values. Patient's normal blood glucose range was not provided. Patient alleged the infusion device was not delivering the correct basal delivery rate. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.